Event description:
It was reported that the insulin pump went into threshold suspend mode, which was triggered by inaccurate sensor glucose readings. The customer stated that the sensor glucose reading was 50 units off compared with the blood glucose reading, which caused the insulin pump to alarm low or high when she was not. She noted that last time her blood glucose levels were normal, but her insulin pump alarmed low and suspended insulin delivery. She declined troubleshooting, advising that she was already working with her doctor on the issue. Advised the customer to monitor the device. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.